Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01904 address these devices. It was reported to boston scientific corporation that two hydratome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, while cautery was being applied to the first hydratome device, the cutwire broke. The device was withdrawn, and a second hydratome device (mr # 3005099803-2012-01904) was used, but the same issue occurred; the cutwire broke while applying cautery. The procedure was completed using a third hydratome rx sphincterotome. No reports were made of either cutwire having detached into the patient. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.